Manufacturer narrative:
Concomitant medical products: 5524m45, lead, implanted: (B)(6) 2001.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited rising/high impedances. The lead rem ains in use. No patient complications have been reported as a result of this event.